Manufacturer narrative:
The device evaluation was completed on 11/6/2020. It was reported that a 76-year-old male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation phase of the procedure, the physician felt a steam pop and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove about 2 liters of fluid from the pericardial space which were recycled back to the patient. After pericardial drainage, the cardiothoracic (CT) surgeon did a pericardial window and discovered a hole on the junction of the cavotricuspid isthmus (cti). The CT surgeon closed the hole with a suture. The patient was reported in stable condition. Extended hospitalization was required as a result of the adverse event. The patient had fully recovered from the issue. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30407477m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right sided atrial flutter (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention (pericardial window). During the ablation phase of the procedure, the physician felt a steam pop and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove about 2 liters of fluid from the pericardial space which were recycled back to the patient. After pericardial drainage, the cardiothoracic (CT) surgeon did a pericardial window and discovered a hole on the junction of the cavotricuspid isthmus (cti). The CT surgeon closed the hole with a suture. The patient was reported in stable condition. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred due to the steam pop. The patient had fully recovered from the issue. Transseptal puncture was performed with a baylis nrg large curve c1. Smarttouch sf recommended irrigation settings were used. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included graph, dashboard, vector and visitag. Tag index recommended settings were used: 3mm tag size. Surpoint standard settings and respiratory adjustment were used as additional filters with the visitag module. Tag index was used as color option.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).